Event description:
The turbohawk ss-c experienced wire wrap when removing the device for cleaning. As the physician pulled on the catheter the wire cut through the nosecone leaving the nosecone piece attached on the wire, but disconnected from the catheter. The rest of the catheter was then removed. The physician then used a gooseneck snare and was successful removing the nosecone without losing wire. Post procedure angio was good. No injury to patient reported.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not provided. Additional information has been requested. Should it become available, a supplemental report will be submitted.